Event description:
Health care professional (hcp) reports 2 fiber leaks occurred during the dialysis treatments. New disposables were used to continue the treatments without incident. The healthcare professional reports no pt injury and no need for medical intervention.